Event description:
Customer reported an unspecified secondary medication backed up into the primary line. No pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). The facility indicated the set was not retained for eval. The lot # was not identified, therefore, lot history record review could not be performed.